Event description:
The customer reported that during a bilateral sagittal split mandibular osteotomy (bsso) the handpiece became hot and resulted in a pt burn to the lower lip. A couple of sutures were required and ointment was applied to the affected area.

Manufacturer narrative:
Conmed linvatec received the handpiece for evaluation and was unable to confirm the reported problem as the handpiece met manufacturer temperature specifications. The concomitant bur guard was not returned for evaluation. The handpiece instruction manual warns the user of the following: overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. The recommended service interval for this drill and associated bur guards is every 6 months. Warning: failure to follow the service schedule could result in reduced instrument performance or overheating of the drill or guard. In addition, heavy use of the drill exceeding the duty cycle can cause the handpiece to overheat. Overheating can lead to possible burn or injury to the pt or medical personnel. The customer will be contacted with additional info regarding this product.